Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine generator change the insulation of the right ventricular (rv) lead looked slightly jagged and appeared to be breaking/damaged. Upon interrogation the rv lead had been functioning as expected. It was decided to capped and replaced the rv lead. No patient complications have been reported as a result of this event.